Event description:
Procedure type: inguinal hernia repair. Pt gender: unk. According to the rptr: balloon burst after only a few pumps. A new distension balloon was issued and successfully applied. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).